Manufacturer narrative:
Analysis concluded the stim ins ((B)(4)) setscrew was backed out too far.

Event description:
An implantable neurostimulator (ins) was returned. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that there was a high impedance issue. There were no trauma/falls or medical procedures that could be related to the event. The patient had an implantable neurostimulator (ins) replacement on (B)(6) 2016. They went to test impedance with the ins in the pocket and every contact associated with 0 was showing greater than 4000 ohms. She tried to take the lead out and wiped it down. Also, they tried to increase the impedance test parameters and the issue could not be resolved. To ensure the lead was still good, they took the ins that was to be replaced and hooked the lead back into it. Impedance was tested and everything was in range. The decision was made to open a new ins and when they inserted the lead and tested impedance with the device that was eventually implanted, everything was in range. The indication-for-use (IFU) was unknown. If additional information is received, a follow-up report will be sent.